Event description:
It was reported that the right atrial (ra) lead had high thresholds and was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).